Event description:
Baxter reports that the line was found to be defective because there was a leak on the level of the twist clamp, caused by broken occluder feet. There was no patient injury or medical intervention reported by the international affiliate.